Event description:
It was reported that the patient presented in operation room for routine pulse generator change out due to normal eri. During the procedure, the original pulse generator went into backup vvi operation.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis confirmed normal battery depletion.